Manufacturer narrative:
The phenomenon of water dripping from the air/water supply button could not be confirmed, but the phenomenon of water dripping from the nozzle to the curved part during water supply was confirmed. Therefore, when checking the nozzle opening, the air/water nozzle opening was identified to be clogged with a foreign, black-colored rubber like material. Additionally, the angle knob has play, and the angulation is below standard specification. A part of the bending section rubber adhesive is chipped. The air/water cylinder paint is peeling, the suction cylinder is scraped and the paint is peeling. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus was informed that the customer¿s evis lucera elite gastrointestinal videoscope was returned for service/repair for a reported ¿when using it for endoscopy, it was confirmed that water was dripping from the air/water supply button/channel. The scope was used as it was, and the procedure was completed.¿ upon inspecting and testing, the air/water nozzle opening was identified to be clogged with a foreign, black-colored rubber like material. No death or injury was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to the initial medwatch. The aware date should be 17-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the black foreign material clogging the air/water nozzle opening, was confirmed to be a silicone-based material. Silicone-based material is used for watertight packing, silicone-based adhesives, silicone parts, etc. In addition, it was confirmed that water leaked from around the button of the device and continues to leak even if the button is attached to another endoscope. Upon further inspection of the air/water supply buttons, there was a break in the packing part. The water likely leaked from around the button because the water-tightness could not be maintained due to the broken packing. The root cause of the suggested event could not be determined. Olympus will continue to monitor field performance for this device.